Event description:
Medtronic received information that during setup the customer observed that the barbs of the connector are incorrectly oriented. The customer was unable to connect the tubing to the cannula; the customer used another non-medtronic cannula model. The medtronic cannula was not inserted as this was identified prior to patient use. There were no adverse patient effects as a result of the event.

Manufacturer narrative:
Medtronic's investigation confirmed that the root cause was confirmed to be a reversed insert in the injection molding process of the cannula connector at the injection molding supplier. Corrective actions were taken to prevent future recurrence of the issue.

Manufacturer narrative:
Upon receipt at medtronic, visual inspection showed the barbs on the connector to be in the wrong orientation. Preliminary investigation suggests that the root cause is related to an insert placed in the reverse orientation during the manufacturing process. No patient information was provided because there was no patient involvement. (B)(4)